Manufacturer narrative:
: The reported event was discovered by a ge employee during installation as an out-of-box failure and is therefore not a valid complaint and not reportable.

Manufacturer narrative:
The display was replaced and the unit was retuned back to service. (B)(4).

Event description:
The hospital reported that, at installation, the device stopped with the error message "system rest", and the ventilator could not be started. There was no reported patient involvement.